Event description:
It was reported that the atrial lead had exhibited a fracture. No patient symptoms were reported. The lead was explanted and replaced during a system upgrade procedure.

Manufacturer narrative:
(B)(4).